Event description:
Related to manufacturer report # 2183959-2014-00350. It was reported the patient had an apogee sling implanted. It was reported the patient had a medical history or "depressive syndrome" and dyslipidemia. It was indicated that after the apogee was implanted, the patient experienced "vaginal bleeding, hematuria, and dysuria" which was not related to the device. "Urgency de novo" was also reported. It was indicated that the event was resolved on (B)(6) 2013. No additional patient complications have been reported in relation to this event.